Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/24/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old patient who underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis experienced deflation on the right breast prosthesis post procedure. As a result, the patient underwent unilateral removal and replacement with a similar mentor smooth round moderate profile 425cc saline prosthesis on (B)(6) 2018; catalog # 3501670, s/ns (B)(4). The patient tolerated the procedure well.

Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on (B)(6) 2018. It was reported that a (B)(6) patient who underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis experienced deflation on the right breast prosthesis post procedure. Upon receipt by mentor the device returned without fluid. No foreign material was observed within the device or on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.7 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 11/8/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).